Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had a por (power on reset). The patient reportedly denies any environments that would have caused the reset, such as surgery, radiation or MRI. The device is still in use. No patient complications were reported as a result of this event.